Event description:
It was reported a death occurred. The target lesion was located in a mildly tortuous and severely calcified left main (lm) artery. A comet pressure guidewire was selected for use in determining whether or not a percutaneous coronary intervention (pci) would be performed, based on the fractional flow reserve (ffr) reading returned. There was a discrepancy in pressure values and it was thought that drift occurred. The physician believed the ffr values were correct for allowing the pci to be deferred. Three days later, the patient returned to the hospital as an emergency but ultimately passed away. It was further reported that per medical opinion, the cause of death was a heart attack due to a myocardial infarction (mi) of the lm artery. There was a difference in pressure during coronary artery pressure measurement, but it was not considered a medical device problem because the patient was re-hospitalized after discharge. During the procedure the pressure graphs did not overlap due to drift. The comet wire was flushed and re-equalized, but the drift remained.